Event description:
The pt reportedly experienced sound quality issues and decrease in performance. Testing showed that the device is functioning. Programming adjustments were made; however, this did not resolve the issues. Surgery to explant the pt's device is under consideration.